Event description:
Information was received that a smiths medical portex bivona custom flextend tracheostomy tube was placed into a patient and determined to be "defective" two days later. It was reported the "valve in the balloon line was floating back and forth in the line". Subsequently, a tracheostomy (trach) change out was required. There were no adverse patient effects.

Manufacturer narrative:
Evaluation results: one bivona trach tube was returned for inspection.  The returned-product had the airway tubing entirely severed; the teflon tubing was dislocated from its required position and was found midway up the airway tubing toward the pilot balloon. Additionally, the customer sent a photo that showit was reported the device with a non-severed airway tubing, but with the teflon tubing also out of place.   The returned device was compared to the routine inspection criteria, and there were no issues noted that would have made the device more susceptible to dislocation of teflon tubing. All devices are submit to 100% inspection, so it is unlikely that the device was sent out with the teflon out of position.  It is possible that excessive manipulation of the product (specifically the airway tubing) by the end user led to the teflon tubing becoming displaced; the fact that the returned sample was completely severed lends backing to this theory. This complaint was communicated to manufacturing personnel to raise awareness for this potential issue.  Based on the fact that the exact root cause of why the teflon tubing became displaced cannot be determined, there are no further actions planned at this time.  Smiths-medical regularly monitors complaints for trends, and may take additional actions regarding this issue if deemed appropriate.